Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to a recall on this model. The new crt-d that was implanted displayed a greater than 3000 ohms impedance measurement for the atrial lead despite the atrial lead exhibiting good measurements through the pacing system analyzer. The lead was left implanted and defibrillation threshold testing (dft) was undertaken. The patient could not be successfully converted and external defibrillation was administered. Subsequent to the shock being delivered, a lack of pacing was noted. Two different programmers and two different wands could not successfully establish telemetry with this device. This crt-d was explanted and a high energy device was implanted.